Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
ICD was removed for early battery depletion. ICD analysis identified lead arc to ICD can and output circuit damage. Lead damage suspected.